Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced. It was determined that b30 occurred due to the communication failure caused by the faulty cable. It was estimated that the faulty cable was caused by internal water immersion from the cracked part of the cable unit. As a note, b30 error is a scope communication error and an error that is indicated when communication with the endoscope cannot proceed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the loaner/demo process. The evaluation confirmed b30 scope error. The additional evaluation findings are as follows: the plug unit had a crack and leak. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The hd autoclavable camera head was returned as part of the loaner/demo process with no alleged complaint. During routine inspection of the device by olympus, a b30 scope error occurred. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.